Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC that is was leaking at the connection of the hub and the line and had to be replaced. Precidex was running through the PICC line at the time. PICC line locked with heparin. 3m securement device used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed, but the exact cause could not be determined. One 4 fr d/l powerpicc sv catheter was returned for evaluation. An initial visual observation of the returned catheter revealed blood residues throughout the returned catheter. Kinking of the catheter shaft was observed just distal to the molded suture wings. A functional test of infusing water into each lumen using a 12 ml syringe revealed a leak in the catheter shaft just distal of the molded suture wings while infusing into the red lumen. The white lumen was patent to infusion with no observed leaks. A microscopic observation revealed a longitudinal split just distal of the molded suture wings. The split had a granular fracture surface with uneven, sharp fracture edges. The exact cause of the failure could not be determined; however, possible contributing factors may include excessive/prolonged compression, kinking, and/or over-pressurization of the device. An observation of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.